Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is 6.63.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a battery issue. The root cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to resolve the reported condition. A follow up report will be submitted if additional information becomes available.